Event description:
It was reported that during a rotator cuff repair using the speedscrew implant with inserter handle, the sutures slipped out after the surgeon locked the anchor. The anchor was abandoned in the bone and it was necessary to drill a new bone hole to complete the procedure. The procedure was completed with a new speedscrew implant, without significant delay. There were no pt complications reported as a result of this event.